Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer broke the belt clip for his insulin pump. Her blood glucose was 402 mg/dl at the time of reporting, which she treated with a bolus dose from her insulin pump. No equipment was returned. No additional info was reported.